Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable event of balloon deformed. Block h11: investigation results the device was not returned for analysis; however, media analysis shows that the balloon detachment was observed. Device history records review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used during a stricture dilatation procedure performed on (B)(6) 2026. During the procedure, the balloon was not pretested as requested by the physician; however, it was advanced through the biopsy cap and navigated through the enteroscope working channel without difficulty. The procedure progressed normally, and the balloon functioned as intended during dilation. When withdrawal was attempted, the balloon could not be retrieved through the enteroscope and was noted to be deformed. All standard troubleshooting steps were performed to confirm complete deflation, but removal through the scope remained unsuccessful. Despite these efforts, the physician continued to encounter difficulty retrieving the cre catheter. Ultimately, the tip of the balloon was cut, allowing successful removal of the catheter from the scope. A photo was provided by the customer and showed that the balloon was deformed. The procedure was completed with another cre pro wireguided dilatation balloon. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable event of balloon deformed.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used during a stricture dilatation procedure performed on (B)(6) 2026. During the procedure, the balloon was not pretested as requested by the physician; however, it was advanced through the biopsy cap and navigated through the enteroscope working channel without difficulty. The procedure progressed normally, and the balloon functioned as intended during dilation. When withdrawal was attempted, the balloon could not be retrieved through the enteroscope and was noted to be deformed. All standard troubleshooting steps were performed to confirm complete deflation, but removal through the scope remained unsuccessful. Despite these efforts, the physician continued to encounter difficulty retrieving the cre catheter. Ultimately, the tip of the balloon was cut, allowing successful removal of the catheter from the scope. A photo was provided by the customer and showed that the balloon was deformed. The procedure was completed with another cre pro wireguided dilatation balloon. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.